Manufacturer narrative:
Serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received that the patient experienced halos, starbursts, sensitivity to light and poor vision in both eyes (ou) after implantation of a monfocal intraocular lens (iol) in each eye. Initially, it was reported that at the one-month post op exam, the patient was very bothered by the halos and could not see with the left eye. The patient ¿s comments were of very bothered by the starbursts, sensitivity to light, streaks of light and poor low light vision when driving, working and reading. The patient noted experiencing visual symptoms as bothersome enough to want to have lenses removed. The surgery center clarified that the patient did not have any spontaneous report of photophobia and the patient did not experience sensitivity during day or night but to the light at dawn or dusk. At one month, the best corrected distance visual acuity (bcdva) was 20/25-2 for left eye (os) and 20/20 for right eye (od). The patient was seen at a 6-month post op exam. The patient continued to experience the halos, glares, and starbursts. The patient¿s comments were of sensitivity to light while driving or wearing any type of sunglasses. The patient indicated being often very bothered by occlusions and poor low light vision all the time while reading or driving. Bcdva at 6-months was 20/25+1 od and 20/25-2 2 (os). At this time, there is no plan for secondary surgical intervention. The surgery center stated the symptoms did not cause significant impairment, however the outcome is noted to significantly interfere with activities of daily life. This report is for the right eye. A separate report will be submitted for the left eye.

Manufacturer narrative:
Upon receipt of additional information it was learned this is an investigational device and is not same or similar to product distributed/sold in the united states, therefore a supplemental report is not required and no further information will be provided under this manufacturer report number. In the initial MDR PMA # p980040 (if this was initially populated) was provided however this is no longer applicable. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.